Event description:
It was reported that during an unknown procedure, the port was leaking from the top "floating" seal. Unknown how case was completed. There was no adverse patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause is that the rear wire harness was damaged. The harness has been replaced. Additional: there was no use or user error associated with this report. There have been similar reports made to baxter.

Manufacturer narrative:
(B)(4). The evaluation of the failure code 568:320:654:0000 has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously sent into service for the reported condition. Baxter has performed a trend review and there have been similar reported conditions reported to baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During a review of the event history, it was discovered that failure code 568:320:654:0000 occurred on (B)(6) 2010 during infusion. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.